Manufacturer narrative:
Method : visual examination, device history review, complaint history review, material analysis functional testing. Results: visual examination confirms the reported event. Device history review shows no reported discrepancies. Complaint history review shows there has been other reported events. Hardness test exceeded the minimum specified requirement of rc 38. Conclusion: appears to be design related.

Event description:
It was reported that, "broken strike plate on broach handle broke when surgeon was backing broach from femoral canal. Slotted mallet was used during surgery. Broach is approximately 2 years old."